Event description:
"The dynamic external fixation for injuries of the proximal interphalangeal joint.". Author: gregory I. Bain et al., the journal of bone & joint surgery (br). In this study, there is also a mention of treatment of complex fracture dislocation of the pip joint with dynamic hinged external fixation which hotchkiss r reported 20 cases of which five were acute. It was documented on the paper that two cases had failure of the fixator block.